Event description:
Reporter stated that pt was heard "moaning" during the night. Reporter indicated that, when checking on the pt, they found her unresponsive. Reporter stated that they checked pt's blood glucose, using the suspect device, and obtained a result of 126 mg/dl. Reporter indicated that, based on pt's state, they phoned emergency medical services. Reporter noted that, upon their arrival (approximately 10 minutes later), pt's blood glucose measured 26 mg/dl (on paramedics' blood glucose monitor). Pt was reportedly treated with a glucose injection. According to the reporter, pt was not transported to the hospital for additional treatment. Pt's current condition: fine. At the time of the event, pt was testing with expired strips. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.